Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(6) 2018, tandem clinical diabetes specialist reported that the pump data was reviewed and it showed "nothing but high readings". The customer admitted to have ignored the diabetes. Reportedly, the customer met with a healthcare provider and adjustments were made. The customer agreed to be more diligent about diabetes care and to make insulin increases according to the healthcare provider recommendations.

Event description:
It was reported that the customer may have been experiencing ongoing, intermittent high blood glucose (bg) levels due to the pump basal setting being set too low. The customer reverted to insulin pens for insulin therapy. Reportedly, the customer met with a healthcare and the pump settings were adjusted. The customer also met with a tandem clinical diabetes specialist for additional training.